Event description:
A pt with a hosp medical record number (case number) that begins with the alpha character "y" may, under certain circumstances, be automatically eligible for electronic (computer) crossmatch regardless of whether the pt meets the electronic crossmatch eligibility requirements. This issue was identified internally by mediware technical personnel and was not reported from any clients.